Event description:
Additional information received from rep indicating cause of the revision on july 24th was impedances were detected on the extension during a battery replacement procedure due to battery depletion. Impedances were resolved with extension revision. It is unknown when infection was first observed. Patient has since had their new battery and extension placed on (B)(6) 2025. The rep is not aware of any issues with the system since new battery and extension were placed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 23-jul-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient underwent a battery change and an extension revision on (B)(6). The manufacturer representative stated that the patient developed an infection in the left ipg pocket, which appeared red and puffy. The physician decided to remove the left chest battery and the left-sided extension due to the infection. The representative was notified of the infection on (B)(6), and the explant procedure was performed on (B)(6).